Manufacturer narrative:
Review of received information and logs: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Review of the provided device's logs confirmed occurrence of the reported issue. According to received information, the inspiratory flowmeter was found defective and its replacement solved the issue. The defective part has been sent for further investigation but has not yet been received.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).